Event description:
It was reported that the patient was experiencing pain on the left side near the implantable pulse generator (ipg) implant site. It was also noted that the therapy is not reaching his target areas as well. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7076295. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain on the left side near the implantable pulse generator (ipg) implant site. It was also noted that the therapy is not reaching his target areas as well. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.